Event description:
It was reported that the patient underwent a posterior lumbar laminectomy of l2-3 and l3-4 with tlif of l2-3 and l3-4 with interbody cages, rhbmp-2/acs, autologous bone graft at l2/3 and l3/4 to treat lumbar spondylosis and spinal stenosis. X-rays indicated "ventral placement of transpedicular screws at l2, 3, 4. Compared to prior exam, spinal alignment is stable. There is no evidence of immediate hardware failure." At 58 days post-op, x-rays indicated "posterior lumbar fusion at l2, l3, l4, which is stable in appearance." At 64 days post-op, a lumbar myelogram was performed. CT lumbar spine post-myelogram indicated: "postoperative changes in hardware. Mild ventral epidural impressions at l2-3 and l3-4 levels, consistent with mild disc bulge. Posterolateral disc cage displacement at l3-4 and l2-3 with mass effect on the left ventrolateral thecal sac. Empty thecal sac appearance at l4-5 and l5-s1 levels, with featureless nerve root sleeves, suggestive of arachnoiditis at these levels. Left paracentral posterior displacement of the disc cage device at l2-3 and l3-4 levels (worse at l3-4), with ventrolateral thecal sac deformity, greater at the l3-4 level. At the l3-4 level it deforms the thecal sac to 5mm ap diameter. L4-5 and l5-s1 level thecal sac appearance of empty sac with peripheral displacement of the nerve roots and clumping of the nerve roots. This constellation of findings is suggestive of arachnoiditis. Postoperative changes in hardware." At 65 days post-op, the patient underwent revision surgery for exploration of fusion mass and reinsertion of cages at l2/3 and l3/3. Patient sustained a fall and since the fall complained of increasing back pain and radiating leg pain. Films were taken which showed displacement of l3/4 cage. After impacting cages back into position the setscrews on the left side were loosened and compression was placed across to prevent future displacement or dislodgement of cages. Meds post-op: oxycontin, vicodin, neurontin. X-rays indicated "bilateral transnavicular screws and posterior rods extending from l2 through l4. These are noted a previous myelogram. The tip of the surgical probe overlies the posterior superior aspect of the l4 vertebral body. There are disc spacers overlying the l2-3 and l3-4 disc space, the spacer at l3-4 appears to extend into the spinal canal. A follow up view of the lumbar spine at 1555 hours demonstrates a spacer overlying the l3-4 disc space with markers entirely within the disc space. Otherwise unchanged." At 28 days post-op, an x-ray of the lumbar spine indicated "stable postoperative lumbar spine." At 56 days post-op, an x-ray of the lumbar spine indicated "unremarkable postoperative change of the lumbar spine." At 61 days post-op, the patient underwent revision surgery for removal of l3-4 interbody cage due to persistent complaints of anterior thigh pain with posteriorly protruding cage. At 285 days post-op, the patient underwent anterior discectomy and fusion c5-6 and c6-7 to treat spondylolisthesis and radiculopathy using anterior plate and screws and lordotic spacers. 441 days post-op, imaging of the cervical spine indicated "minimal subluxation of c4 on c5. Consider further evaluation with flexion and extension views." At 1440 days post-op, an MRI lumbar spine with and w/o contrast indicated "there is no critical canal stenosis. There is no focal disc protrusion." At 1524 days post-op, the patient presented with thoracic and lumbar spondylosis and post laminectomy syndrome as well as nonunion at l3-4. Patient underwent exploration of fusion mass at l2-3 and l3-4 with removal of hardware at l2, l3, l4. Posterior hardware implanted at t10-l4 along with locally harvested autogenous bone graft and rhbmp-2/acs. X-rays of the lumbar spine indicated "prior exam demonstrated posterior pedicle screw and rod fusion hardware extending from l2-l4 with laminectomy changes. Those appear to have been extended, now with posterior pedicle screws and rod fusion hardware extending from t10 down to l4. Lateral view shows no fractures or subluxations, with stable appearance to the l2 to l4 previously fuse segments." Va lower ext venous duplex bilateral indicated "no ultrasound evidence of deep venous thrombosis." Pathologic diagnosis t10 vertebral body excision indicated "sections demonstrate fragments of unremarkable cartilage and bone with scattered areas of fibrosis and hemorrhage. Malignancy is not identified." At 196 days post-op, the patient underwent resection of spinous processes at t4-9.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.